Event description:
The patient family member stated not feeling stim while therapy was on and was not having control of the bladder. The patient family member wanted to increase stimulation for patient. The patient family member had to replace programmer batteries as they were getting warning screen to change programmer batteries. Caller was able to increase to 2.2v. The change in therapy/symptom was noted as sudden. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported it has helped in the daytime but has been ineffective at night. The patient still continue to wake up 2 ¿ 3 a night with the device. The batteries in the hand held device were dead. The program she was on exhausted so the hcp moved her to another program. The device was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.